Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01931. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter d (catd). During the procedure, the physician felt resistance while advancing the catd into a non-penumbra sheath, and saw that the catd appeared to be ovalized. The physician therefore removed the catd and confirmed the ovalization. A second catd was then brought, but was found to be ovalized upon removal from the packaging. The damage to the second catd was found prior to use and therefore, was not used in the procedure. The procedure was completed using an indigo system aspiration catheter 8 (cat8) and the same sheath. There was no report of an adverse effect to the patient.